Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the distal sheath glue was crack, peel, and sharp; the resin part on the insertion tube was deteriorated; switch 1 and switch 4 were not working; loose elevator channel plug; instrument channel had a big leak; fluid invasion; failed electrical insulation; glue cracking off around pink rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope presented with leaking black fluid from the tip. The scope had passed all cleaning processes but was still leaking black fluid. No leak and no damages externally. Possible internal channel damage. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body could not be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a leak in the forceps channel, so it is possible that black liquid leaked out from the tip of the scope because reprocessing could not be completed. The event can be detected by following the instructions for use (IFU) which state: ¿ when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. ¿ while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator. ¿ when inserting an endotherapy accessory, hold it close to the biopsy valve and insert it slowly and straight into the biopsy valve. Otherwise, the endotherapy accessory and/or biopsy valve could be damaged. This can reduce the efficacy of the endoscope¿s suction system, and may leak or spray patient debris or fluids, posing an infection control risk. Olympus will continue to monitor field performance for this device.